Manufacturer narrative:
The following functional tests were performed: a quote was sent to the customer for onsite repair and for replacement of the main board and speaker. Based on the information available and the testing conducted, the cause of the reported problem was the main board and speaker. The reported problem was confirmed. The customer did not accept the quote for onsite repair. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a speaker issue. It is unknown if the device was in use at time of event, and there was no adverse event reported.